Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life had been shortened and that the patient had been using energizer ultimate lithium batteries in the pump. The reporter stated that the pump battery setting matched the battery type in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the replaced battery that was used following a warning was not fully charged, as observed on 01/20/2014. The black box review showed an unacknowledged call service alarm for 36 minutes recorded on 02/07/2007, 10:26pm leading to the battery to drain out and multiple power reset events followed. The pump was primed and exercised with no alarms. All current draws were within specifications. There was no intermittent condition to the power circuit observed.